Manufacturer narrative:
Unknown as information is not provided by reporter. (B) (4). This report is still under investigation.

Event description:
A (B) (6) male pt received a tx2 device on (B) (6) 2010 to treat an aneurysm that was approx 5.0 mm in diameter. No other information regarding the procedure is available at this time. Pt died on (B) (6) 2010, 30 days post-procedure, after care was withdrawn. The cause of death was reported to be related to complications of the implant procedure; spinal cord infarction and respiratory failure. Autopsy not performed. No other information is available at this time. Death, 30 days post-procedure.